Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet bionic pancreas, with concerns that the pump delivered too much insulin and that continuous glucose readings were approximately 50 mg/dl lower than fingerstick values requiring calibrations; the user intermittently meal announced, treated lows with rapid-acting carbohydrates, and paused the pump to stabilize glucose. Symptoms included tongue numbness and rapid heartbeat. Outcomes included self-treatment with oral carbohydrates and assistance from another person to obtain a beverage, with blood glucose stabilizing and no medical intervention or ketone testing. Investigation included case review, troubleshooting, and user education regarding calibration, meal announcements, hypoglycemia treatment, and consideration of backup therapy if disconnecting. Investigation of this case revealed no confirmed device malfunction, with the event consistent with a glycemic roller-coaster pattern following overcorrection and calibration variability; infusion set in use was a cd 23-inch set. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.